Manufacturer narrative:
This report is submitted on march 07, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report (B)(6) 2018.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.